Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. In addition, this device was suspected to be no longer active and had reached the end of life. The observation revealed that communication with the device was unable to be established and the battery was at 31 percent on the last device checked. Technical services (ts) assessed and indicated that there were no prior reports regarding the device, battery, or magnet tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.